Event description:
Terrible pain in right knee [arthralgia]. Took the liquid out from my knee [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a pt, initials (B)(6), with a medical history of previous treatment with synvisc for one-and-a-half years. The pt was administered synvisc on an unk date in the right knee. After the injection, the pt experienced a terrible pain in their right knee. The pt stated that the physician aspirated the right knee, treated the event with cortisone, then injected another medication in the right knee, which was not provided. At the time of this report, the outcomes of the reported events were unk. The synvisc lot number was unk. No further info was provided. See manufacturers control number (B)(4) for other adverse events. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.